Manufacturer narrative:
D.6a, d.6b and e.1 initial report phone number were all added as they were inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned. Due to anatomy of patient, the pump could not be implanted. The patient had tortuous vessel. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery. The device history review was completed and the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that attempts to implant an impella cp were unsuccessful due to the patient's anatomy.